Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there was a partial occlusion in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11532269-04 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d low sorb 2 ss 0.2m cv experienced flow issues. The following information was provided by the initial reporter: pump continued to beep and say "partial occlusion" every couple minutes during infusion. Line was assessed for kinks. Port was flushed with + blood return. Another channel was used that did the same thing. Changed primary tubing (non-pvc tubing with filter). Pump no longer alarmed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d low sorb 2 ss 0.2m cv experienced flow issues. The following information was provided by the initial reporter: pump continued to beep and say "partial occlusion" every couple minutes during infusion. Line was assessed for kinks. Port was flushed with + blood return. Another channel was used that did the same thing. Changed primary tubing (non-pvc tubing with filter). Pump no longer alarmed.